Event description:
Boston scientific received information that during a normal follow up, this device displayed an estimated longevity remaining of 1.5 years. Nine months later, it was discovered that the device had reached end of life (eol). No adverse patient effects were reported. There was a concern that the battery had depleted earlier than expected.

Event description:
The device was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was confirmed to be at eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
The device was successfully replaced and will be returned for laboratory analysis. Once analysis is completed, this report will be updated.